Manufacturer narrative:
Based on the available information, at this time no conclusion can be made as to the degree to which the capsure fixation device may have caused or contributed to the patient outcome. No lot number has been provided, therefore a review of the manufacturing records could not be conducted. If additional information is provided, a supplemental MDR will be submitted. The IFU for the capsure fixation includes: place the tip of the capsure permanent system at the desired location and apply adequate counter pressure. Different types of mesh may require different amounts of counter pressure. Adjust angle and counter pressure appropriately. Care should be taken to ensure that the prosthesis (mesh) is adequately fixated to the abdominal wall. If necessary, additional fasteners and/or sutures should be used. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
As reported per the user: a surgical procedure was performed with an unknown mesh and affixed with capsure fixation. Patient was later diagnosed with a bowel obstruction. A revision procedure was performed. A portion of the mesh had not stayed fixated and adhered to bowel. During the revision procedure, three capsure tacks had to be removed. Two did not get into the tissue deeply enough to hold, and the third sprung from the tip of the device, landing on the small bowel in the left lower quadrant several inches away which was located and removed.